Event description:
It was reported that the seal on one (1) sterile 4.0mm long ao pilot drill packet was not sealed. Breaking integrity of sterility. A s&n backup device was available. Since this was noticed during set up or inspection prior to surgery, the patient was not yet involved.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the seal on one (1) sterile guide pin 3.2mm x 343mm packet was not sealed. Breaking integrity of sterility. A s&n backup device was available. Since this was noticed during set up or inspection prior to surgery, the patient was not yet involved.

Manufacturer narrative:
H3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review made by the quality engineering team revealed a mismatch between the labeled and packaged device, with signs of possible tampering, suggesting the pouch may have been opened and resealed at the complaint site; however, due to the lack of returned product and insufficient images clarity, the issue could not be conclusively investigated. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to packaging sequence, the device must be positioned in the tray with the end flaps facing upward toward the tyvek lid. The lid should then be sealed securely to the tray. At this time, we have evidence to conclude that the product failed to meet specifications at the time of manufacture. Factors that could contribute to the reported event include mishandling or manufacturing process errors. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.